Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with laparoscopic-assisted vaginal hysterectomy, bilateral salpingo-oophorectomy, and cystoscopy; due to irregular menstrual periods, mildly enlarged uterus, and stress urinary incontinence.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence and mesh was implanted. It was reported that following insertion of mesh, the patient experienced pain, erosion, extrusion, bleeding, urinary problems, recurrence and dyspareunia. It was also reported that on (B)(6) 2012, the patient underwent revision of sling due to extrusion of mid urethral sling. (B)(4).

Manufacturer narrative:
(B)(4).